Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported that the 60-7510-005, goldvac pencil, "accidently" went off without anyone pressing on the buttons. The surgeons were working on the patient's abdomen when this occurred. This resulted in 2 cuts to the patient's abdomen (one across the incision and one above the incision). The pencil was then replaced with another goldvac. Both cuts were sutured. 15 min surgical delay. Further attempts for information were made, but to date no other information has been provided. This report is being raised based on patient injury.

Manufacturer narrative:
One 60-7510-005 was received in opened original packaging, the reported catalog and lot numbers were verified. Visual inspection was unable to find any abnormalities or defects. The device was functionally inspected using a system 7500 esu (c6639). Functional inspection was unable to reproduce any auto-activation. Upon dismantling the device there was excess matter observed near the solder points of the circuit assembly. This may lead to a short in the circuit and auto-activation, however this failure was unable to be reproduced. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 7 complaints regarding 7 devices for this device family and failure mode. During the same time frame 1,066,330 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .000007 per the instructions for use, the user is advised the following; - advises the user that these devices should be inspected before each use. This issue will continue to be monitored through the complaint system to assure patient safety.